Event description:
A malfunction alarm was reported, displaying the malfunction code "malf 0," with the fault ID 0x24d3. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer by providing information to reset the pump, and after resetting, the malfunction did not recur. The customer was advised to continue using the pump and to call back if the malfunction code appears again, which the customer acknowledged and understood.